Event description:
It was reported during a vinci-assisted donor nephrectomy surgical procedure, the customer reported that the large hem-o-lok clip applier instrument was not opening and not clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter did not have any additional information about the reported event.

Manufacturer narrative:
Based on the claim against the product noting, the large hem-o-lok clip applier instrument was not opening and not clipping, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the failure analysis is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disk broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. As a result of the broken inputs the instrument would not open properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.